Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a cause for the reported damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpacking of the rx herculink elite stent delivery system, a hole was noted in the sterile packaging. The device was discarded and another device used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.